Event description:
Reported per clinical trial (B)(6): on (B)(6) 2015 - subject patient underwent first time recurrent robotic assisted hernia repair procedure for incisional hernia in epigastric location. The size of the hernia defect is 3cm x 8cm. A bard/davol a bard/davol ventralight st mesh, ellipse was placed using mechanical sutures. Full skin closure was achieved using adhesive skin closure and surgical glue. The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015 - subject patient developed seroma and underwent ultrasound aspiration which took successfully on (B)(6) 2015. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, post-implant of the ventralight st mesh, the patient was diagnosed with seroma and underwent ultrasound aspiration. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. The reported adverse reaction of seroma formation is a known inherent risk of surgery. The adverse reactions section of the instructions-for-use supplied with the device lists seroma as a possible complication. This MDR represents the ae of seroma. An additional MDR was submitted to represent a subsequent ae of hernia recurrence. Not returned - remains implanted.

Manufacturer narrative:
As reported, post-implant of the ventralight st mesh, the patient was diagnosed with seroma and underwent ultrasound aspiration. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. The reported adverse reaction of seroma formation is a known inherent risk of surgery. The adverse reactions section of the instructions-for-use supplied with the device lists seroma as a possible complication. This MDR represents the ae of seroma. An additional MDR was submitted to represent a subsequent ae of hernia recurrence. Addendum: h11: this is an addendum to the previously submitted MDR to report the lot release date and corrected expiry date. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned. Remains implanted.

Event description:
Reported per clinical trial dvl-he-020: (B)(6) 2015 - subject patient underwent first time recurrent robotic assisted hernia repair procedure for incisional hernia in epigastric location. The size of the hernia defect is 3cm x 8cm. A bard/davol a bard/davol ventralight st mesh, ellipse was placed using mechanical sutures. Full skin closure was achieved using adhesive skin closure and surgical glue. The patient was discharged from the hospital on (B)(6) 2015. (B)(6) 2015 - subject patient developed seroma and underwent ultrasound aspiration which took successfully on (B)(6) 2015. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.